Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) used samples and one (1) photograph was submitted to the manufacturer for evaluation. Through visual examination of the photo, the caresites can be observed but no conclusions were able to be made. Through visual examination of the samples, a crack on the threads of the caresite body can be observed. The samples were then tested per specification with failing results; leakage was observed coming from the crack on the threads of the caresite body. Retained samples from the same lot number were also examined visually and physically. The retained samples were found acceptable with passing results; no cracks or leakage was observed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While a defect was observed, the defect is not confirmed to be related to any manufacturing process. Incidents of cracked/leaking valves may be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: nurses have reported frequent cracking and leakage during chemotherapy for patients recently. One day, a patient opened three joints in a row and all connectors cracked. The medication used was mesylated sodium, and the key issue was that blood transfusions and nutrient solutions also cracked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.